Event description:
It was reported explant of the patient¿s system was planned due to a loss of therapeutic effect. Reprogramming had been performed. The patient was doing well.

Manufacturer narrative:
Product ID 3889-28, lot# va0pda7, implanted: 2014 (B)(6); product type lead product ID 3037, serial# (B)(4); product type programmer, patient. (B)(4).